Manufacturer narrative:
H3: product analysis as found condition: the axium prime device was returned for analysis within a shipping box, within a sealed plastic biohazard pouch, and within an opened axium prime inner pouch. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The introducer sheath was returned separately in good condition. The break indicator was found unbroken. The axium prime pusher was found bent at ~7.5cm, bent at ~22.5cm, and kinked at ~40.1cm from the proximal end. The pushwire was returned broken. The coin was found to be exposed and undamaged, with the shield coil and the axium prime implant coil broken off the pushwire and not returned for analysis. The implant coil was also not returned and the condition could not be assessed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer¿s report of ¿premature detach¿ was confirmed. The cause of the premature detachment was found to be due to the broken distal pusher. No signs of any detachment attempt at the actuator interface or the break indicator was found. The customer noted that ¿during the delivery process of the spring coil, it was found that there was no implant at the tip of the push rod, only the push rod.¿ this was confirmed as the returned device was damaged (broken). The report states that ¿there was no kink/damage observed on the pushwire.¿ this was unable to be confirmed as the pushwire was returned bent, kinked, and broken. It could be possible that the damage occurred during preparation or due to advancing against resistance. The likely cause could not be determined. The device and any accessories were prepared as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during the delivery process of the spring coil, it was found that there was no implant at the tip of the push rod, only had the push rod. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured left posterior communicating segment aneurysm of the internal carotid artery aneurysm with a max diameter of 4.5 mm and a 3.1 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the event was there being no spring coil at the tip end of the pusher rod. To clarify "there was no implant at the tip of the push rod, only had the push rod," it was noted that no premature detachment occurred and no spring coil was seen during the whole process. No detachment attempts were made. There was no kink/damage observed on the pushwire. As there was no coil, there was no implanting or removal from the patient.